Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). Visual inspection of the returned device found the basket was in an open position when received and the working length was kinked at the distal end. Functional inspection was performed and found the thumb wheel would move freely in both directions but the basket did not close. The device was disassembled for further investigation and found the pull wire had been broken at its proximal end. Evidence of torsion was observed at the broken end. Based on all available information, handling and manipulation of the device during unpacking, prepping, and/or testing can lead to kinking of the working length, and it could have impacted the overall performance of the device. Moreover, pull wire broken could have been caused by the force applied to the handle in order to rotate the basket. The kinks in the working length can cause issues to rotate the basket, the wire would not rotate freely in the kinked area. Continued attempts to rotate the basket can result in wire breakage. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an optiflex retrieval basket was used in the ureter during a transurethral lithotripsy (tul) procedure performed on an unknown date. After opening the package, the handle was actuated and found the basket does not open or close. Another optiflex basket was used to complete the procedure. There were no patient complications as a result of this event. Investigation results revealed the pull wire was broken; therefore, this is now an MDR reportable event.